Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported removing the battery, then receiving a failed battery test, then another button error alarm. Blood glucose level was 198 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The operating currents could not be tested and no failed battery test alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.